Manufacturer narrative:
Cec adjudicated that the previously reported restenosis of the l. Popliteal is related to the study device but not related to procedure or paclitaxel.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting balloon catheters to treat a lesion in the sfa and popliteal of the left leg. Approx 18 months post index procedure, the patient suffered claudication of the left leg. A revascularization was carried out 6 months later due to stenosis in the target lesion. The target lesion was treated with a deb and a pta. The event was resolved. Investigator indicated that the reported event was not related to the study device, procedure or drug.